Event description:
Patient had blood draw for tb [tuberculosis] gold-quantiferon labs. Nurses were aware to take full tubes for sample. Sample was taken to laboratory, and after 2 days the laboratory determined there was not enough amount to process the sample. Second sample from same lot had same result, failure to fill using standard "butterfly" needle set. Manufacturer response for blood collection tubes, quantiferon - tb gold plus (qft - plus) (per site reporter). Notified via email on [redacted].